Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) USA, alleging that the onetouch ultramini meter does not power on. The complaint was classified based on the customer care advocate (cca) documentation. The power issue began approximately 4 weeks ago while the patient had symptoms of ¿nausea and clammy.¿ the patient claimed that due to the power issue, she/he required treatment with IV fluids at the emergency room. The power issue was not resolved during troubleshooting. There was no product misuse. This complaint is being reported because the patient required medical intervention suggestive for hyperglycemia after the power issue began. The lfs product was replaced and requested back for investigation.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.